Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device was returned to the manufacturer for evaluation. The test sheet and downloaded event log indicates errors that would not affect the device's ability to deliver therapy as designed. Components were replaced preventatively.